Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test. No excessive no delivery alarm and no motor error anomaly noted during test. Motor passed motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s parent reported via phone call that they received no delivery alarm and the motor sounds getting louder. The customer's blood glucose was unknown at the time of the incident. The customer states had received 6 no delivery alarms. The customer states they have tried all remedies. Advised the pump will need to be replaced. Advised to retrieve and save pump settings. Advised to revert to the backup plan. The insulin pump will be returned for analysis.